Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Upon explant, thrombus was found to have formed above the motor and inlet. It was noted that the patient was stable.

Manufacturer narrative:
The investigation of thrombus has been completed. The pump was returned. As all the necessary information was not provided, the root cause of the thrombus was not determined. E.1 revised facility name and city as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-2515. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25151 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact address line 1, reporting contact us city, reporting contact state, reporting contact us zip code and reporting contact country as they were inadvertently omitted from initial manufacturer device report number 1220648-2024-2515.